Manufacturer narrative:
This report is submitted on april 06, 2022.

Event description:
Per the clinic, the patient experienced skin issues at the abutment site. Subsequently, the patient was placed under general anesthesia (specific date not reported) in order to remove the abutment. The patient was also treated with oral antibiotics (date and duration not reported).